Event description:
It was reported to target that after 4 gdcs had deployed, the physician was trying to deploy a gdc into the ic-op aneurysm through a catheter, but the gdc was too long to deploy, then, the physician tried to retrieve the gdc but the coil stretched, when he removed the catheter, the gdc did not come out and remained in the aorta to femoral portion. The patient is in good condition.